Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: time: dinner time, cho (g): 33; time: 4:00 am, bg (mg/dl): "high" (>500) and in the 500's (alternative meter), cho (g): 8.0; time: all day (B)(6), bg (mg/dl): 300 to 400. The pod was removed and she noticed the cannula looks bent. She also stated her eyesight was blurry due to the high bg. She was able to activate a new pod and gave a correctional bolus of 9.05 units of insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.